Event description:
Patient reported left side device rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d4, h6.

Event description:
Healthcare professional reported no complaint against left side.